Event description:
It was reported that while doing a fixation for a right tibia the targeting arm and nail adapter would not come apart.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed (could not be duplicated), the returned items could be assembled / disassembled as intended. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time.

Event description:
It was reported that while doing a fixation for a right tibia the targeting arm and nail adapter would not come apart.